Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis.

Event description:
It was reported that on an unknown date, the two (2) flexible reamer shafts were broken during an unknown procedure. There was no surgical delay. It is unknown if the procedure was competed successfully. There was no reported patient consequence. This complaint involves two (2) devices. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary complaint condition: it was reported that on an unknown date, the two (2) flexible reamer shafts were broken during an unknown procedure. There was no surgical delay. It is unknown if the procedure was competed successfully. There was no reported patient consequence (see note: a-1410404). Customer quality investigation: the following investigations were performed: damage-visual appearance not as expected: device condition: visual inspection performed at customer quality observed the bent tip portions on the returned flexible shaft. No breakage was observed on the device. However, each of the tips were observed bent both inward and outwards. No new issues were identified. Does the received condition agree with the complaint description- no breakage was observed. However, with bent tip portions identified, the overall complaint condition is consistent with reported device damage condition and therefore the complaint condition was confirmed. Dimensional analysis and document/specification review: flexible shaft assembly drawing made to revision a and current revision b and tip component drawing made to revision a and current revision c were reviewed during this investigation. No product design issues or discrepancies were observed. Dimensional inspection on relevant bent tip region accepted the gage pin of max diameter that falls out of the specification. The out of specification dimensions observed were due to significant post manufacture damage. Review of the device history record showed that there were no issues at the time of manufacturing of this device that would contribute to the complaint condition. No ncrs were generated during the production of this device. No definitive root cause was able to be determined with the available information. However, it is possible that any unintended excessive forces during usage could have contributed to observed bent condition. Conclusion: this complaint was able to be confirmed. However, no product design issues or manufacturing discrepancies were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part: 352.044 lot: 8989296 manufacturing site: bettlach release to warehouse date: (B)(6) 2014 the device history record shows this lot of 4 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Device history batch device history review review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.